Event description:
Auto fill failure, pump quit on pt. Called co to check. Co found broken impellor on knf motor assy. Caused motor to overheat. Co's svc found motor fan internal broken off shaft causing motor to overheat and shut down. Tested unit ok.